Event description:
Several episodes with ventricular oversensing are recorded in device memories. The cardiologist had scheduled the replacement of the lead and the device but the patient passed away before of extra cardiac causes.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified

Event description:
Several episodes with ventricular oversensing are recorded in device memories. The cardiologist had scheduled the replacement of the lead and the device but the patient passed away before of extra cardiac causes.